Manufacturer narrative:
(B)(4) g2: foreign - event occurred in belgium. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the rosa needs replacement of the force sensor cable. The rosa started drifting during the case. There was no patient harm or injury. Attempts have been made and no further information has been provided.